Manufacturer narrative:
Konstantinou, n., banafsche, r., mehmedovic, a., spanos, k., rantner, b., amp; tsilimparis, n. (2021). Balloon-assisted true lumen expansion and fenestration of a symptomatic, triple-barrel, postdissection thoracoabdominal aneurysm with collapsed true lumen to facilitate endovascular treatment with a t-branch. Annals of vascular surgery, 74. Https://doi.org/10.1016/j.avsg.2021.01.085. Please note that this date is based off of the date of publication of the article as the event dates were not provided in the published literature. If information is provided in the future, a supplemental report will be issued.

Event description:
Konstantinou, n., banafsche, r., mehmedovic, a., spanos, k., rantner, b., amp; tsilimparis, n. (2021). Balloon-assisted true lumen expansion and fenestration of a symptomatic, triple-barrel, postdissection thoracoabdominal aneurysm with collapsed true lumen to facilitate endovascular treatment with a t-branch. Annals of vascular surgery, 74. Https://doi.org/10.1016/j.avsg.2021.01.085. Summary: to present the challenging endovascular treatment of a symptomatic triple-barrel (3 lumens; 1 true and 2 false lumens) aortic dissection case. Identified events: on the first post-operative night, the patient showed signs of hypovolemic shock and a decrease of serum hemoglobin from 8 to 6 g/dl within two hours, which was traced back to bleeding from the left renal parenchyma in the cta, creating a 94mm retroperitoneal hematoma. The bleeding was stopped by emergent endovascular closure of the main rental artery. After a few days, the patient was resuscitated due to a third-grade atrioventricular block and a pacemaker was implanted to avoid further incidents.